Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.   Zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture dates: monitor: 04/12/2018. Belt: 08/17/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away in the ICU on (B)(6) 2020 while wearing the lifevest. Per clinical review of the continuous ECG recordings on (B)(6) 2020, the device was started up at 06:31:27 on (B)(6) 2020. Bradycardia was detected from 07:23:44 to 07:24:26. An arrhythmia was detected at 07:48:55. The ECG shows sinus bradycardia at 50 bpm degrading to vt at 260 bpm degrading to vf. Gel was released at 07:49:19. The response buttons were pressed at 07:49:19. It was not reported who pressed the response buttons. The device was shutdown at 07:49:41 on (B)(6) 2020. Per the continuous ECG recordings, the patient was in vf at the time of device shutdown at 07:49:41. The device properly detected vt/vf, but response button use prevented the lifevest from treating the patient. The patient passed away in the hospital on (B)(6) 2020. Reporting event out of an abundance of caution as it was not reported who was pressing the response buttons.